Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that debris was found in the syringe of the pack.

Manufacturer narrative:
Expiration date: medical device expiration date: unknown. Device manufacture date: device manufacture date: unknown. Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the syringe filled with an unknown fluid and a straight, thin, light-colored loose particulate observed on the stopper. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. The batch number is unknown, therefore defective rate cannot be identified and corrective actions are not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.